Event description:
It was reported to boston scientific that in 2008, a female pt underwent a prefyx pre-pubic sling placement. The pt experienced pain post procedure and during a follow up visit, the physician noted swelling and a hardness near the exit point of the trocar. On a date which is approximated at about one month later, the physician incised the area and the pt was prescribed an antibiotic (unk name). Upon follow up, it was reported that the implanted sling remains intact and the pt's pain and swelling have resolved.

Manufacturer narrative:
The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record revealed no issues that could be associated with this incident. A lot history search was performed and found one similar complaint has been reported from this lot. The mar 2008 pre-pubic sling product family trending chart was reviewed; the product family does not show a negative trend. No conclusions could be drawn regarding the possible root cause for this complaint.